Event description:
On (B)(6) 2025, a scrub tech attempted to prep a pump. The solution warmer was on, heated to 120°f, and the pump was placed in the warmer. The scrub tech emptied the pump and after that filled the pump. The scrub tech attempted to flush the catheter pathway using the special bolus needle (sbn) but was unable to flush three times. The needle was removed and reinserted three times. The scrub tech confirmed the needle was primed and unclamped. Later, the scrub tech attempted the same steps using the extra sbn from the pump three times and did not flush. Due to this a new pump was opened and prepped.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. When the pump was first returned to intera, it could not bolus and the complaint was confirmed. The bolus needle was repositioned multiple times and still could not bolus. A CT scan was performed, and no indication of malfunction was evident. After the pump returned from the CT scan, it was able to bolus normally. It is unclear what caused the pump to then be able to bolus.

Event description:
On (B)(6) 2025, a scrub tech attempted to prep a pump. The solution warmer was on, heated to 120°f, and the pump was placed in the warmer. The scrub tech emptied the pump and after that filled the pump. The scrub tech attempted to flush the catheter pathway using the special bolus needle (sbn) but was unable to flush three times. The needle was removed and reinserted three times. The scrub tech confirmed the needle was primed and unclamped. Later, the scrub tech attempted the same steps using the extra sbn from the pump three times and did not flush. Due to this a new pump was opened and prepped.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology is waiting for the pump to arrive to begin the investigation. Once the pump arrives and is fully investigated, a supplemental report will be sent to the FDA.